Event description:
When attempting to retrieve the top cap, while docking it, there did not seem to be a good apposition between the grey-positioner and the top cap. When withdrawing the top cap, it caught on the suprarenal stent. The stent appeared to be caught snug on the top cap. The pen vise was then unscrewed and the top cap was re-advanced an an entire system. Graft came about 1-2mm. No pt injury resulted. No visible sign of proximal or distal endoleak.